Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
MRI (magnetic resonance imaging) guidelines were requested from a healthcare provider. It was unknown if the MRI was related to the patient's device or therapy. It was indicated the patient had medical issues unrelated to their device or therapy, however, because of the medical issues the patient was not able to confirm with the MRI technician if their pump was functional or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. It was reported that her reason for calling is because the patient has been in the hospital since friday evening ((B)(6) 2020). Caller explained the patient started to develop a "serious consistency of not being totally conscious" and was saying he was in pain on friday evening, noting that he was "very disoriented and flailing his arms back and forth." They had a loss of therapeutic effect. Caller added that the patient also had difficulty walking and talking, noting that he could talk but very slowly. Caller said the patient got a cat scan of his brain and said the healthcare professionals (hcp¿s) are curious because they found no opioids in the patient¿s blood when they did a blood test. Caller stated that the patient had his pump refilled (B)(6), then said she couldn't remember the exact date, but knows it was the first week of (B)(6), and says the pump should still have medication in it. The caller was advised for the hcp to call to get a rep to come to the hospital to check pump post-MRI. There were no further complications re ported/anticipated.